Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address mid-flexion instability and loosening of the tibial component at cement to implant interface, depuy cement was used. Doi: (B)(6) 2012. Dor: (B)(6) 2017. Right knee.